Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): robotic versus total laparoscopic splenectomy with pericardial devascularisation for portal hypertension: a retrospective cohort study 10.1002/rcs.70085 ma-2025-robotic versus total laparoscopic sple.pdf. Https://doi.org/10.1002/rcs.70085.

Event description:
A review of the article reported the following adverse event. Three patients with total laparoscopic splenectomy with pericardial devascularisation (tlspd) required intraoperative conversion to open surgery due to inadequate exposure of the splenic hilum (n = 2), uncontrolled bleeding risk during dissection (n = 1).